Event description:
The customer reported that the system would display a red color on the right monitor and the disc is not available error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced and formatted the cine drive, reloaded the software, flashed the nodes, and rebuilt the system files. The system was tested and found to be working as intended and put back in service.